Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The replaced patient pump was returned to livanova (B)(4) for investigation. The visual investigation revealed that the pump was very dirty and it was affected by a bearing damage. The cause of the bearing damage is highly likely to be the high amount of dirt identified in the component.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a damaged pump bearing. The patient pump was replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service. The replaced pump has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during setup. The pump was found to be blocked. There was no patient involvement.